Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen11 an instrument error was displayed. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during an unknown procedure the active blade of the probe was broken. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.